Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unreported cause. On an unreported date, the pt was taken from one hospital to another by ambulance (reason not reported). Subsequently the pt died prior to receiving treatment. It was not reported whether dianeal treatment was ongoing until the time of death or whether an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the patient's age was reported as in 70's. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.